Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A proglide device was returned to abbott vascular. Visual observation of the device showed that the device was deployed; however, a marker lumen separation was noted. Follow up with the account was performed; however, no further information was able to be provided by the account contact.

Manufacturer narrative:
Visual inspection was performed on the device. The reported insufficient information was confirmed as marker lumen separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.